Manufacturer narrative:
B5 and health effect - impact code updated. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. This case reports the breakage of the guide wire inside of the patient¿s tibia, and the broken piece was not recovered from the patient. Therefore, we cannot rule out the possibility of micro-motion and/or migration and/or local irritation/discomfort. The guide wires are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient¿s x-rays requested were not provided. Additionally, it was communicated the surgeon used a backup guidewire to compare and it was revealed approx. 1cm of the wire broke off inside patient. Based on the information provided, ¿the surgeon does not plan to remove the broken piece and the other surgeons agreed with him to leave it in¿. It was reported the patient is happy, healthy and there are no problems. Therefore, no further medical assessment can be rendered at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy the guide wire broke off inside the tibia. Surgeon was unable to retrieve the broken piece which now remains inside patient and the surgeon does plan to remove it later. The procedure was completed with the same device since this was noticed at the end of the surgery. No significant delay and no other complications were reported. Currently, the patient is happy, healthy and with no problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the guide wire broke off inside the tibia. Surgeon unable to retrieve broken piece which now remains inside patient. The procedure was completed with the same device. No significant delay and no other complications were reported.